Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 291mg/dl fasting pm. Customer was also concerned with pm fasting meter to meter comparison test results of 291mg/dl using true metrix go meter 162mg/dl using another device. The customer¿s expected am fasting blood glucose test result is 100mg/dl and expected pm fating blood glucose test result range is 78-150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 06/30/2023 and open vial date is three weeks prior to call. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Customer returned incorrect test strips-scrapped incorrect strip vial returned. Meter was returned - reported defect not reproduced on returned meter. Product evaluation has been completed and report attached. Retention strip lot tested within specification. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.